Manufacturer narrative:
H6: investigation summary: a device history record review for model 11532269 lot number 20115562 was performed. The search showed that a total of 7,683 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. One infusion set with filter material #: 11532269, batch/lot #: 20115562 was provided by customer. The original complaint was of a set matching the same batch with issues of leakage from the filter. Photos were provided by customer which verified the leakage. The two received sets were tested with infusion of blue dye solution. The male luer end was then occluded and blue dye was then injected into the set in effort to force the gaskets on filter to blow out. The filters retained integrity and the root cause of this failure remains unknown. It is to be known though, that when administering different nutrients through filtered sets, that sets must be switched in shorter intervals than those of regular soluble medications/ saline solutions. This complaint and the one submitted like it all dealt with tpn and this is also a nutrient which will shorten the period in which set is to be active with patient. When lipids are administered, the set should be swapped every 12 hrs. Check with customer advocacy to determine the recommended time for a given medication when using filtered sets.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv leaked. The following information was provided by the initial reporter: material #: 11532269, batch/lot #: 20115562 it was reported that a spill of about 5 ml resulted at the completion of the infusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv leaked. The following information was provided by the initial reporter: material #: 11532269, batch/lot #: 20115562. It was reported that a spill of about 5 ml resulted at the completion of the infusion.